Event description:
The customer's nurse called and reported customer was hospitalized with high blood glucose of 907 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip, blood glucose came down, and elevated again to 698 mg/dl. Customer experienced symptoms related to high blood glucose including nausea, vomiting, dry mouth and ketones. At the time of this report, customer's blood glucose was 253 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The high pressure test was performed twice and the pump did not pass. It was advised that the customer revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.